Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: a black part of the inflection fell into the cavity. At retroperitoneum, when renal hilus was displaced, it was broken. When the reporter received the device from the surgeon, the other half was broken. No ports touched the device. The parts could be retrieved. Another device was used to complete the procedure. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 mins.

Manufacturer narrative:
(B)(4).